Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with debris on the lens. Visual inspection found the lens haptic torn with debris on the lens. Corrected data: h1 - should have been selected as "serious" in initial medwatch report. Claim#:(B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -13.50/3.00/79 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2020 the lens was exchanged for a longer length lens and the problem resolved.